Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2021; explanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 02-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented for a new implant procedure, and the rep was notified then that the previous system had been removed in 2021 due to system infection. The devices were explanted, discarded, and the issue resolved. The rep noted they would submit any new information that becomes available.